Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and installed new speaker; however, the low speaker volume still persisted. The fse replaced the main board and the speaker volume was then satisfactory. The iabp unit passed all functional, calibration, and safety tests per factory specifications, was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) alarm speaker was not functioning; the speaker volume was low. It is unknown under which circumstances this event occurred. However, no patient was involved and no adverse event was reported.